Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The PICC was inserted (B)(6) 2012 in the right upper extremity and was not difficult to secure. The PICC was secured with steri strip and tegaderm. Upon placement, an x-ray was taken to verify placement. The customer further reports that the PICC was not difficult to handle during insertion and the line was flushed on a regular basis. Continuous infusion was done and in between meds, the line was flushed with saline plus 1 unit cc heparin. Chlorascrup alcohol and povidone iodine was used to clean the area. The customer reports the PICC snapped in two just below the butterfly where the catheter is joined, while the patient was being transferred from the bed to the caregivers arms. The PICC was removed (B)(6) 2012. The PICC was replaced with piv and a new PICC later the same day. The status of the patient is stable.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.